Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("menorrhagia") and autoimmune disorder ("auto-immune disorder") in a 31-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast vaginitis. Current weight: 168 lbs. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included overweight, ovarian cyst and pelvic adhesions. Concomitant products included ibuprofen (motrin) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 21 days after insertion of essure, the patient experienced loss of libido ("hormonal changes ¿ loss of libido"), nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction ¿ skin itching") and rash pruritic ("rashes or skin conditions ¿ breakout"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches"), cystitis ("infection ¿ bladder and urinary tract"), urinary tract infection ("infection ¿ bladder and urinary tract") and headache ("migraines/headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), pelvic pain ("pain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and breast pain ("hormonal changes describe: sore breasts"). The patient was treated with antibiotics, analgesics, surgery (underwent a bilateral salpingectomy; implants successfully removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, vaginal discharge, back pain, dyspareunia, allergy to metals, alopecia, migraine, loss of libido and breast pain had resolved and the menorrhagia, vaginal haemorrhage, pruritus allergic, tooth disorder, fatigue, cystitis, urinary tract infection, headache, nausea, pelvic pain, rash pruritic, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus allergic, rash pruritic, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: doctor observed six trailing coils within the right uterine cavity and three trailing coils within the left uterine cavity. In late 2010 patient sought medical treatment regarding the aforementioned symptoms. She had ben left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed fallopian tubes bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("menorrhagia") and autoimmune disorder ("auto-immune disorder") in a 31-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast vaginitis. Current weight: 168 lbs. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included overweight, ovarian cyst and pelvic adhesions. Concomitant products included ibuprofen (motrin) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 21 days after insertion of essure, the patient experienced loss of libido ("hormonal changes ¿ loss of libido"), nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction ¿ skin itching") and rash pruritic ("rashes or skin conditions ¿ breakout"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"). On (B)(6) 2010, the patient experienced migraine ("migraine headaches"), cystitis ("infection ¿ bladder and urinary tract"), urinary tract infection ("infection ¿ bladder and urinary tract") and headache ("migraines/headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), pelvic pain ("pain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and breast pain ("hormonal changes ¿ loss of libido"). The patient was treated with antibiotics, pain medication, surgery (underwent a bilateral salpingectomy; implants successfully removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, vaginal discharge, back pain, dyspareunia, allergy to metals, alopecia and migraine had resolved and the menorrhagia, vaginal haemorrhage, pruritus allergic, tooth disorder, fatigue, loss of libido, breast pain, cystitis, urinary tract infection, headache, nausea, pelvic pain, rash pruritic, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus allergic, rash pruritic, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: doctor observed six trailing coils within the right uterine cavity and three trailing coils within the left uterine cavity. In late 2010 patient sought medical treatment regarding the aforementioned symptoms. She had ben left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirmed fallopian tubes bilaterally occluded most recent follow-up information incorporated above includes: on 5-mar-2018: plantiff fact sheet & medical recrd received. Events acne, breast pain, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urinary tract infection, , vaginal haemorrhage and weight decreased are added. Lot number added. Lab data updated. Concomitant , historical conditions & drugs are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain"), menorrhagia ("menorrhagia") and autoimmune disorder ("auto-immune disorder") in a 31-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast vaginitis. Current weight: 168 lbs. Previously administered products included for an unreported indication: diflucan. Concurrent conditions included overweight, ovarian cyst and pelvic adhesions. Concomitant products included ibuprofen (motrin) and vicodin (norco). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 21 days after insertion of essure, the patient experienced loss of libido ("hormonal changes ¿ loss of libido"), nausea ("nausea") and hormone level abnormal ("hormonal changes"). On (B)(6) 2010, the patient experienced alopecia ("hair loss") and tooth disorder ("dental problems"). On (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction ¿ skin itching") and rash pruritic ("rashes or skin conditions ¿ breakout"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain"). On 1-oct-2010, the patient experienced migraine ("migraine headaches"), cystitis ("infection ¿ bladder and urinary tract"), urinary tract infection ("infection ¿ bladder and urinary tract") and headache ("migraines/headaches"). On (B)(6) 2010, the patient experienced vaginal discharge ("irregular vaginal discharge"), dyspareunia ("painful intercourse") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"), pelvic pain ("pain") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and breast pain ("hormonal changes describe: sore breasts"). The patient was treated with antibiotics, analgesics, surgery (underwent a bilateral salpingectomy; implants successfully removed) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, vaginal discharge, back pain, dyspareunia, allergy to metals, alopecia, migraine, loss of libido and breast pain had resolved and the menorrhagia, vaginal haemorrhage, pruritus allergic, tooth disorder, fatigue, cystitis, urinary tract infection, headache, nausea, pelvic pain, rash pruritic, weight decreased and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, breast pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, loss of libido, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus allergic, rash pruritic, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: doctor observed six trailing coils within the right uterine cavity and three trailing coils within the left uterine cavity. In late 2010 patient sought medical treatment regarding the aforementioned symptoms. She had ben left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 14-sep-2010: confirmed fallopian tubes bilaterally occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters event hormonal changes describe: loss of libido, sore breasts outcome updated from unknown to recovered /resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), vaginal discharge ("irregular vaginal discharge"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a bilateral salpingectomy; implants successfully removed). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, autoimmune disorder, dysmenorrhoea, menstrual disorder, vaginal discharge, back pain, dyspareunia, allergy to metals, alopecia and migraine had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: doctor observed six trailing coils within the right uterine cavity and three trailing coils within the left uterine cavity. In late 2010 patient sought medical treatment regarding the aforementioned symptoms. She had ben left with abdominal deformity and severe large scarring. Plaintiff reported that all her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed fallopian tubes bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.